Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented in clinic, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the device. Programming changes were made. Patient is stable.